Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that pt experienced bouts of drowsiness following refill. The expected volume was 17cc but the 20cc was aspirated. The pump was replaced. In addition it was also reported that the pump was replaced prophylactically to avoid in-vivo battery depletion. The pt recovered without sequelae. The pump infused other drugs and not baclofen.